Manufacturer narrative:
A2. Reported patient age (55 years) is the mean age for all patients in the pipeline treatment group in the article. A3a. Reported patient sex (female) represents the majority of patients included in the pipeline treatment group, and the study overall. B3. Reported event date is the date the article was accepted for publication. Section e: the initial reporter information and address pertains to the communicating author. The events reported in the article were from the national inpatient sample (nis) which involved many facilities across the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pando, a., ha, c. J., thibault, d., khandelwal, p., nair, a., singla, a., sun, h. (2025). Flow diverter assisted embolization of ruptured aneurysms is associated with increased hemorrhagic complications: prognostic factors and outcomes in neuroendovascular treatment of subarachnoid hemorrhages. World neurosurgery. Https://doi.org/10.1016/j.wneu.2025.124061 medtronic review of the literature article found a retrospective review of the 2016 to 2021 national inpatient sample (nis) database which identified 62,567 patients with non-traumatic subarachnoid hemorrhage (sah). Of these patients, 409 underwent treatment with pipeline embolization device flow diverter stent implantation. 6,834 patients underwent coil embolization (manufacturer, brand not specified). The remainder of the patients underwent non-endovascular management. It should be noted that this treatment is off-label for the pipeline device. No device malfunction was reported in the article, a total of 560 adverse events were reported in the article regarding patients treated with pipeline. It was not specified which patient experienced good outcome vs. Those who had complication vs. Those who had multiple adverse events. It may also be noted that adverse events such as gastrointestinal and respiratory tract bleeding could be related to antiplatelet treatment or procedure but would not likely be directly cause by the pipeline device. Some events may be related to the patient condition as well. Cause was not specified in the article. All adverse events in patients treated with pipeline included: - 10 patient's experienced embolic stroke. - 21 patients experienced gastrointestinal bleeding. - 13 patients experienced respiratory tract bleeding. - 24 patients required blood transfusion. - 159 patients required placement of an external ventricular drain or ventriculoperitoneal shunt. - 194 patients experienced hydrocephalus. - 139 patients experienced vasospasm.